Event description:
It was reported that the patient's stimulation system was completely removed. It was removed because the patient had post vertebral abscess on her left side and she wanted to remove it so magnetic resonance imaging (MRI) could be done. The patient stated she did not need stimulation anymore and she was not using it. The patient was also on oral medication. Additional information received on (B)(6) 2012 reported that the cause of the event was abscess, unrelated to stimulation. The system was removed on patient's request. No patient outcome was provided.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).